Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was operating as intended and did not experience a performance issue.

Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I'm in the 1 percent that had bad leads. So they had to jack my pacemaker up to 80 minimum". The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.